Event description:
Tip broke off at handpiece (not where shaft connects but a little further down)--instrument got stuck in patient, along with a construct that had been deployed at the same time that the shaft broke--had to remove the tip and the construct from the patient.

Manufacturer narrative:
There is an indication that the subject product is going to be returned for evaluation. However, it has not been returned to date. A follow up report will be submitted when/if product is received and evaluation has been completed.